Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the reason for revision was that the patient had an infection after having the device implanted on (B)(6) 2018. The device was removed with no issues reported in (B)(6) 2019. There was no malfunction of the device. A new device was implanted on (B)(6) 2019 with no issues. The new device is functioning as designed. System components reservoir model- 720185-01 lot sn- (B)(4). Mfg date- 10/04/2018 exp date- 10/03/2020 gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.